Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. The pump was replaced with another. Serial read-out of the pump was gathered and will be analyzed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of multiple motor control failure error messages on a s5 mast roller pump during procedure.there was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. The pump was replaced with another. Serial read-out of the pump was gathered and will be analyzed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of multiple motor control failure error messages on a s5 mast roller pump during procedure. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: the affected pump was returned to livanova arvada facility and the reported error could not be reproduced upon functional tests. Pump serial read-out analysis revealed the occurrence of a timeout motor error which indicates a communication failure between the motor control board located in the pump module and the processor board located in the control panel. Based on the test performed and on the analysis of the serial read-out, the most likely root cause of the reported issue is an intermittent communication failure between the two mentioned boards.